Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported discomfort, pain level 6, inflammation, blisters, gingivitis, broken tooth, ill fit, loose tooth, jaw discomfort, and sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.